Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition was confirmed. It was determined to be due to misalignment when plugging in the connector into the console. Therefore, the assignable root cause was use error/misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during engineering evaluation, it was discovered that the motor device displayed an e5 error. The event was not related to surgery. There were no reports of injuries or medical intervention. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.